Event description:
An integrity bare metal stent was being used to treat a lesion in the prox cx. The lesion was moderately tortuous with little calcification and 55% stenosis. The device was removed from packaging and inspected prior to use with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was not encountered. It is reported that the stent was deformed on removal. Another integrity (int30022x) was used to complete the procedure. No patient injury. Device evaluation: the stent was not positioned on the balloon between the marker bands as per specifications; the stent was moved proximally on the balloon. The transition shaft on the delivery system was severely stretched. A strut on the stent was raised between the distal and middle section.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patients condition affected effectiveness of device (55% stenosis, moderate tortuousity, little calcification); deformation problem (stent, shaft). Conclusion: known inherent risk of procedure (stent deformation); device failure/lack of effectiveness related to patient condition (55% stenosis, moderate tortuousity, little calcification). (B)(4).